Event description:
It was reported that, during reprocessing, the coolonovideoscope tested positive for 10-100 colony forming units (cfus) of pseudomonas aeruginosa, >100 cfus of escherichia coli, 15-100 cfus of klebsiella variicola, 15-100 cfus of enterobacter cloacae complex, >100 cfus of escherichia coli and <15 cfus of klebsiella pneumoniae complex . All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.